Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery indicator on the imaging system was flashing red and the system then powered down. The batteries for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000163, serial/lot #: unk ; product ID: bi71000162, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system batteries could not hold a charge. It was reported that the imaging system was used clinically where it was then wheeled out of the operating room (or) and when in the storage area, the imaging system powered down without prompt and the system was not plugged into an outlet. There was no patient present when this issue was identified. Additionally, once on-site to troubleshooting, the batteries were found to be depleted.